Event description:
Customer reported the l-arm drive motor is not operating smoothly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the l-arm. System operates as intended.